Event description:
During internal laboratory tests with incubator caleo measurements under extreme conditions: 1. Minimum specified environmental temperature. 2. Maximum adjustable air-temperature inside the incubator. 3. Maximum tilt-angle (trendelenburg's position) 4. Using the double wall. A temperature difference of 2.1c between the mattress and the adjusted maximum value of 39c has been observed. The maximum allowable difference is 0.8c.